Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the x-ray batteries and charger board were inspected. To resolve the reported issue, battery charger 2 for the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect battery charger 2 has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing maintenance, the imaging system was unable to perform x-ray image acquisitions in the 2d mode. After a few minutes, the imaging system was able to perform image acquisitions.